Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. 4968-60 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the after being removed and replaced due to medical judgement during a system downgrade. The ra lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.